Event description:
The device was used during a laparoscopic nissen. Reportedly, the needle detached. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hospital has reported no pt injury occurred.